Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a patient procedure the ecc was not reachable. The examination was aborted. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the error was determined as an error in windows ce 5.0 operating system running on ecc. This error sporadically prevents ecc to connect to ethernet. Our investigation showed that the ecc intermittently did not display any data on the display. It was not possible to select any functionality from the ecc, for example control of exposure parameters, control of some general system settings like block movement, image review and post-processing like calibration. These functions are not available in the examination room, however, all of these functions are available at all times through the system console in the control room. Full functionality can be restored by means of the recovery procedures described in the "instructions for use". Windows ce 5.0 operating system running on ecc sporadically prevents ecc to connect to ethernet. The issue occurs when changing the ecc display brightness (user/service changing it manually, or going to power save mode when the unit in idle state), i.e. Outside clinically relevant usage conditions. The problem disappears with the next power off/on of the system, but may reoccur. All artis systems running any vc14x version or version vc21b were affected. The problem was identified and corrected for version vc21b. For version vc14x, the problem will be solved with corrected software which is planned for release at the end of 2017.